Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. The customer stated did not do a set change every time, she has take the reservoir out and tried to resolved it on her own and did bolus over and over with different methods. The customer is unable to troubleshoot because she stated that she is not new to the device so she just handle it on her own. The customer was advised to do a complete set change. Customer was advised to call when the alarm occurs in order to troubleshoot.